Event description:
It was reported that, the patient had a monomorphic ventricular tachycardia (mvt) at 160bpm which was converted externally. Based on the information reported this implantable cardioverter defibrillator (ICD) did not deliver therapy because it was not programmed to deliver a shock at this rate. Additionally, it was mentioned that an asystole occurred, and the ICD was not pacing. Then, an attempt for interrogation was made but it was not successful. The technical services (ts) was contacted and provided troubleshooting options. The health care professional (hcp) tried to interrogate with different programmers with no results, and there was not beeping with magnet. The ts recommended a device replacement as therapy delivery cannot be guaranteed. There was a concerned of a shorted condition related to the lead implanted from the competitors company, so it was recommended to investigate furthermore. Upon replacement procedure, this ICD was removed, and the lead was connected to a pacing system analyzer (psa), the measurements were as expected, however the physician noticed a noise that came from manipulations of the lead near the connector, confirming the integrity of the lead was not as expected. It was suspected that this ICD was compromised due to a shot-circuit condition, probably due to lead integrity, cause by the external shock. The physician decided to replace the whole system. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient had a monomorphic ventricular tachycardia (mvt) at 160bpm which was converted externally. Based on the information reported this implantable cardioverter defibrillator (ICD) did not deliver therapy because it was not programmed to deliver a shock at this rate. Additionally, it was mentioned that an asystole occurred, and the ICD was not pacing. Then, an attempt for interrogation was made but it was not successful. The technical services (ts) was contacted and provided troubleshooting options. The health care professional (hcp) tried to interrogate with different programmers with no results, and there was not beeping with magnet. The ts recommended a device replacement as therapy delivery cannot be guaranteed. There was a concerned of a shorted condition related to the lead implanted from the competitors company, so it was recommended to investigate furthermore. Upon replacement procedure, this ICD was removed, and the lead was connected to a pacing system analyzer (psa), the measurements were as expected, however the physician noticed a noise that came from manipulations of the lead near the connector, confirming the integrity of the lead was not as expected. It was suspected that this ICD was compromised due to a shot-circuit condition, probably due to lead integrity, cause by the external shock. The physician decided to replace the whole system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that, the patient had a monomorphic ventricular tachycardia (mvt) at 160bpm which was converted externally. Based on the information reported this implantable cardioverter defibrillator (ICD) did not deliver therapy because it was not programmed to deliver a shock at this rate. Additionally, it was mentioned that an asystole occurred, and the ICD was not pacing. Then, an attempt for interrogation was made but it was not successful. The technical services (ts) was contacted and provided troubleshooting options. The health care professional (hcp) tried to interrogate with different programmers with no results, and there was not beeping with a magnet. The ts recommended a device replacement as therapy delivery cannot be guaranteed. There was a concern of a shorted condition related to the lead implanted from the competitors company, so it was recommended to investigate furthermore. Upon replacement procedure, this ICD was removed, and the lead was connected to a pacing system analyzer (psa), the measurements were as expected, however the physician noticed a noise that came from manipulations of the lead near the connector, confirming the integrity of the lead was not as expected. It was suspected that this ICD was compromised due to a short-circuit condition, probably due to lead integrity, cause by the external shock. The physician decided to replace the whole system. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a160102. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.